Manufacturer narrative:
Additional info has been requested. Device is an instrument and was not implanted or explanted. No investigation could be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
Surgeon was performing a reaming of the femoral canal when the ria drive shaft broke in half. Surgeon noted the feel of the reaming was tight. Surgeon removed the pieces and the fluroscopy showed two (2) small fragments remain in the canal. Surgeon did not remove the fragments and the procedure was completed.